Event description:
The rep is reporting that four months after a rotator cuff repair procedure, the patient returned to the or for a revision rotator cuff repair due to anchor failure. Upon examination of the joint, the spiralok anchor was broken just below the "head" of the anchor which compromised the repair. No known adverse events were noted since the original surgery. The surgeon used a same like device to fix the repair without further incident or consequence to the patient.

Manufacturer narrative:
The complaint device is not being returned to mitek; therefore, it is unavailable for evaluation. However, this type of event has historically been attributed to a user technique issue. One hypothesis is that during initial anchor insertion, excessive insertion torque was applied while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted into too hard or dense bone. Any one of these improper techniques could have created a partial fracture or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. Furthermore, lot numbers were supplied which precludes conducting batch history review or a lot specific search in the complaints handling system. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. No further action is warranted at this time.